Event description:
My mother-in-law went to beltone for a hearing check-up since she is 82 years old. She was diagnosed with stage 4 breast cancer in 2018 and has underwent treatment since. Beltone prescribed her hearing aids 2021. She did not use them unless she was at beltone office for a check-up. This was due to side effects from treatment from cancer that severely impacted her health for approximately 8-12 months. When she finally was in the condition to let beltone know that the hearing aids did not work or they did not impact her hearing, they had no solution, nor did they investigate the issue. The hearing aids do not fit properly and did not change the result of hearing. My mother-in-law tried repeatedly to resolve this issue with beltone and only received a letter from terry burnett, president of this office in southgate, mi. He never addressed her complaint that the hearing aids did not work as intended and did not fit properly. His letter was solely directed at not refunding a class ii medical device that she does not want, nor need and self promoting himself. She has tried to return them, after she visited her brother, who is a family physician and confirmed that she did not need to use hearing aids. She also sent a letter that both myself and her son would act on her behave due to age and health. I sent him an email (B)(6) 2022, explaining the issue. He sent a long response self promoting himself again and the awards he has won. No response to taking advantage of a 82 year old woman who is dying from cancer, no response to why they would not accept the hearing aids back, no response to why they do not fit properly and why her hearing did not change with them.